Event description:
The patient reported that they are a gestational diabetic (22 weeks). They use the suspect device to check their blood glucose. They obtained a result of 122 mg/dl in the morning and took their insulin thenate. Two hours later they performed a test and the result was 375 mg/dl; then they ate lunch. Two hours later their blood glucose test result was 175 mg/dl and they took their insulin and ate dinner. Pt then passed out. Paramedics were called and they transported pt to the hospital. The hospital treated pt with a glucose IV, gave pt food and checked the baby's heartbeat, then released pt. A lab result was performed for their blood glucose and the result was 210 mg/dl. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. The patient used glucose control solutions on the suspect device system; however, pt used the wrong controls.